Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported intermittently would display values and then suddenly display no values with no error message. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. When the sensor was connected to a masimo monitoring device, the device was able to generate an error message. The unit was determined to be functioning as designed. Initial reporter zip code exceeded the allowable number of digits, zip code is as follows: k1h 1e2, corrected data: